Event description:
Suction loss halfway through fragmentation procedure. The surgeon released the joystick button when the "loss of suction" message appeared. The lever was returned to 45 degree position and the pt was released. Once the pt was moved under the surgical microscope there were visible shots fired centrally on the cornea. The capsulotomy and the phaco procedure were performed without complications.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803 56 when additional reportable information becomes available.